Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "during these past months, when the circuit heats up to 31c the oxygen tube expands, and it frequently just slips apart between the hard plastic adaptor on the circuit and the short piece of oxygen tubing leaving the patient unventilated" regarding part ah165 was confirmed. The root cause was determined but could possibly be a result of material. A risk assessment was performed, and the ultimate risk was determined to be medium which does require escalation to the CAPA review board. CAPA-00571 was opened. There have been cero other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
During these past months, when the circuit heats up to 31c the oxygen tube expands, and it frequently just slips apart between the hard plastic adaptor on the circuit and the short piece of oxygen tubing leaving the patient unventilated.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
During these past months, when the circuit heats up to 31c the oxygen tube expands, and it frequently just slips apart between the hard plastic adaptor on the circuit and the short piece of oxygen tubing leaving the patient unventilated.